Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard (tm) dcm ps plus tibial bearing 183742 lot # unknown. Biomet cc I-beam tray 71 mm catalog # 141223 lot # unknown. Series a pat thn 28 3 peg catalog # 184782 lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the item and/or lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04960.

Event description:
It was reported patient underwent left knee arthroplasty, subsequently the patient underwent manipulation approximately 3 months post operatively for unknown reasons.